Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the incident. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.